Event description:
Healthcare professional(hcp) reported a patient was injected with 2 ml of juvéderm® volux¿ into the chin and 4.8 ml of juvéderm¿ voluma¿ with lidocaine into the cheeks. Following injection, patient reported inflammation and oedema, a well as 2 pustules on the chin. Patient took IV antibiotics for a time and now is taking keflex. X- rays and lab diagnostics were run with negative results. The adverse events have been going on for roughly a month additionally, the healthcare professional reported injecting the patient in the chin, pre jowl, and gonial angle with 2 syringes of juvéderm® volux¿ and in the zygoma, medial cheeks, marionette lines with 4.8 syringes of juvéderm¿ voluma¿ with lidocaine. Nine days later, the patient experienced ¿mild edema¿ as expected given the amount the amount injected, and complained of ¿tenderness¿ in the chin, and ¿soreness¿ while eating. Capillary refill time was still less than 3 seconds and skin remained intact. A week later, the ¿edema increased, erythema, and a "pustule¿ to developed on the left side of the chin. Capillary refill time was still less than 3 seconds. The patient was prescribed keflex 500 mg qid x 7 days. Three days later, that was ¿edema, erythema, and a exudate was squeezed from a lesion¿ on the left side of the chin. The patient was provided with fucidin ointment and a band-aid. A swab was taken and sent to the lab, and the patient received fucidin 30 g tid and an injection of ceftriaxone 2g with sterile water in he left gluteal area. The patient was referred for 4 days IV cefazolin 2 g q 8 hours. Four days later, ¿edema, erythema, and a scant amount of zero sanguinous drainage¿ was expressed from the lesion on the chin. Capillary refill time was still less than 3 seconds. The prescription for IV cefazolin was extended for 1 day and the patient received 2 cc injection of 150 iu hyaluronidase. Cbc, cr, crp and lytes labs returned normal results, the swab test came back negative for infection, and an x-ray was negative for cellulitis. Three days later, the patient continued receving IV cefazolin and keflex 500 mg qid which was extended for 3 days. Three days later, the ¿erythema and induration¿ improved, and the patient was given florostor 250 mg bid x 1 month. Five days later, the ¿erythema and induration¿ continued to improve, two pustules were present with released exudate, and the patient reported increasing relief from tenderness. The prescription for keflex 500 mg qid for 7 days was extended. The patient continued using fucidin and florastor as directed. Four days later, the patient's condition further improved, and the prescription for keflex was extended. The events are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data:h6.

Event description:
Healthcare professional(hcp) reported a patient was injected with 2 ml of juvéderm® volux¿ into the chin and 4.8 ml of juvéderm¿ voluma¿ with lidocaine into the cheeks. Following injection, patient reported inflammation and oedema, a well as 2 pustules on the chin. Patient took IV antibiotics for a time and now is taking keflex. X- rays and lab diagnostics were run with negative results. The adverse events have been going on for roughly a month. Additionally, the healthcare professional reported injecting the patient in the chin, pre jowl, and gonial angle with 2 syringes of juvéderm® volux¿ and in the zygoma, medial cheeks, marionette lines with 4.8 syringes of juvéderm¿ voluma¿ with lidocaine. Nine days later, the patient experienced ¿mild edema¿ as expected given the amount the amount injected, and complained of ¿tenderness¿ in the chin, and ¿soreness¿ while eating. Capillary refill time was still less than 3 seconds and skin remained intact. A week later, the ¿edema increased, erythema, and a "pustule¿ to developed on the left side of the chin. Capillary refill time was still less than 3 seconds. The patient was prescribed keflex 500 mg qid x 7 days. Three days later, that was ¿edema, erythema, and a exudate was squeezed from a lesion¿ on the left side of the chin. The patient was provided with fucidin ointment and a band-aid. A swab was taken and sent to the lab, and the patient received fucidin 30 g tid and an injection of ceftriaxone 2g with sterile water in he left gluteal area. The patient was referred for 4 days IV cefazolin 2 g q 8 hours. Four days later, ¿edema, erythema, and a scant amount of zero sanguinous drainage¿ was expressed from the lesion on the chin. Capillary refill time was still less than 3 seconds. The prescription for IV cefazolin was extended for 1 day and the patient received 2 cc injection of 150 iu hyaluronidase. Cbc, cr, crp and lytes labs returned normal results, the swab test came back negative for infection, and an x-ray was negative for cellulitis. Three days later, the patient continued receving IV cefazolin and keflex 500 mg qid which was extended for 3 days. Three days later, the ¿erythema and induration¿ improved, and the patient was given florostor 250 mg bid x 1 month. Five days later, the ¿erythema and induration¿ continued to improve, two pustules were present with released exudate, and the patient reported increasing relief from tenderness. The prescription for keflex 500 mg qid for 7 days was extended. The patient continued using fucidin and florastor as directed. Four days later, the patient's condition further improved, and the prescription for keflex was extended. The events are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00414 (allergan complaint #pr (B)(4)).this MDR is being submitted for the third suspect product, juvéderm® volux¿ xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect- impact code: f2303. Continued h.6. Type of investigation code: b15, b17, b20. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.